Manufacturer narrative:
This event occurred in (B)(6). Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas e 411 immunoassay analyzer. The initial result was < 0.039 ng/dl. The sample was repeated twice with results of 1.32 ng/dl and 1.31 ng/dl. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 378826. The expiration date was not provided. The customer was not having issues with any other tests. Qc was within the acceptable range. The customer declined a service visit as the issue only occurred once; no further investigation of the issue was requested.